Event description:
Reporter alleged obtaining a discrepant blood glucose result of 60 mg/dl back to back with a result of 300 mg/dl on the aviva system when testing was performed less than 10 minutes apart. Reporter indicated that he was experiencing some hyperglycemic symptoms during the time of testing. Reporter stated, he took his glucophage and glucotrol again after obtaining the back to back readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.